Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, video was provided for review. The investigation of the reported event is currently underway. (Expiry date: 12/2024).

Event description:
It was reported that prior to an angioplasty procedure, the device allegedly failed to deflate. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the sleek rx pta catheter products that are cleared in the us. The 510 k number and pro code for the sleek rx pta catheter products are identified in d2 and g4. H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. However, the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for these reports. Investigation summary: the device was returned for evaluation. An attempt was made to inflate the catheter balloon with air and then water but was unsuccessful due to a leak confirmed at the re-port. Therefore, as the balloon could not be inflated the suspected deflation issue could not be confirmed. No damage was noted to the device or the area at the re-port. A guidewire was not returned. The leak is unlikely manufacturing related as catheters are 100% leak tested at two production steps during manufacture. A video was also provided for review, however the alleged deflation issue could be proven from the video content. The balloon was not in view during the deflation attempt. The result of the investigation is inconclusive for the reported deflation issue. The root cause for the reported deflation issue could not be determined based upon the available information received from the field communications, sample evaluation and video review. Labeling review: the instructions for use for the litepac rx pta catheter was reviewed and contains the following information relevant to the reported event: precautions: ¿ carefully inspect the catheter prior to use to verify that catheter has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. ¿ proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Do not continue to use the balloon catheter if the shaft has been bent or kinked. Directions for use: inspection and preparation ¿ remove the protective sheath by first withdrawing the stylet and then slowly removing the sheath while holding the catheter as close to the balloon as possible. ¿ if any resistance is felt, or if any stretching of the catheter is observed while removing the protective sheath, the product should not be used. ¿ the catheter should then be inspected for bends, kinks or stretched portions. Do not use if product damage is evident. ¿ prepare a mixture of contrast medium and normal saline as per normal procedure. (Recommended 25% /75%) ¿ attach a stopcock and a 20 ml syringe half filled with the contrast solution to the balloon port. ¿ point the syringe nozzle downward and aspirate until all air is removed from the balloon. ¿ turn the stopcock off and maintain the vacuum in the balloon. ¿ reinserting the balloon into the protective sheath may damage the balloon or catheter. Insertion and inflation note: when the litepac catheter is in its¿ most distal position on the guidewire a guiding catheter/sheath which is long enough to cover the rapid exchange port must be used. Note: do not advance the guidewire, balloon catheter, or any component if resistance is met, without first determining the cause and taking remedial action. Note: do not inflate the balloon or advance the balloon catheter unless the guidewire is in place. Deflation and withdrawal ¿ deflate the balloon by drawing a vacuum with a 20 ml or larger syringe. Note: the larger the syringe diameter, the greater the suction that is applied. For maximum deflation a 50 ml syringe is recommended. ¿ simultaneously withdraw the balloon catheter and guidewire from the guiding catheter/sheath. As the balloon exits the vessel, use a smooth, gentle, steady, counterclockwise motion. If resistance is felt upon removal then the balloon, guidewire and the guiding catheter/sheath should be removed together as a unit under fluoroscopic guidance, particularly if balloon rupture or leakage is known or suspected. This may be accomplished by firmly grasping the balloon catheter and guiding catheter/sheath as a unit and withdrawing both together, using a gentle twisting motion combined with traction. ¿ withdraw the guiding catheter/sheath from the vessel. ¿ apply pressure to the insertion site according to standard practice or hospital protocol for percutaneous vascular procedures. H10: d4 (expiry date: 12/2024), g3, h6 (method). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an angioplasty procedure, the device allegedly failed to deflate. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us, but is similar to the sleek rx pta catheter products that are cleared in the us. The 510 k number and pro code for the sleek rx pta catheter products are identified in d2 and g4. Manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. Therefore, a device history record review is not required. Investigation summary: the device was returned for evaluation. An attempt was made to inflate the catheter balloon with air and then water but was unsuccessful due to a leak confirmed at the re-port. No damage was noted to the device or the area at the re-port. A guidewire was not returned. The result of the investigation is inconclusive for the reported deflation issue. The root cause for the reported deflation issue could not be determined based upon the available information received from the field communications and sample evaluation. Labeling review: the instructions for use for the litepac rx pta catheter was reviewed and contains the following information relevant to the reported event: precautions: ¿ carefully inspect the catheter prior to use to verify that catheter has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. ¿ proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Do not continue to use the balloon catheter if the shaft has been bent or kinked. Directions for use: inspection and preparation: ¿ remove the protective sheath by first withdrawing the stylet and then slowly removing the sheath while holding the catheter as close to the balloon as possible. ¿ if any resistance is felt, or if any stretching of the catheter is observed while removing the protective sheath, the product should not be used. ¿ the catheter should then be inspected for bends, kinks or stretched portions. Do not use if product damage is evident. ¿ prepare a mixture of contrast medium and normal saline as per normal procedure. (Recommended 25% /75%) ¿ attach a stopcock and a 20 ml syringe half filled with the contrast solution to the balloon port. ¿ point the syringe nozzle downward and aspirate until all air is removed from the balloon. ¿ turn the stopcock off and maintain the vacuum in the balloon. ¿ reinserting the balloon into the protective sheath may damage the balloon or catheter. Insertion and inflation: note: when the litepac catheter is in its¿ most distal position on the guidewire a guiding catheter/sheath which is long enough to cover the rapid exchange port must be used. Note: do not advance the guidewire, balloon catheter, or any component if resistance is met, without first determining the cause and taking remedial action. Note: do not inflate the balloon or advance the balloon catheter unless the guidewire is in place. Deflation and withdrawal: ¿ deflate the balloon by drawing a vacuum with a 20 ml or larger syringe. Note: the larger the syringe diameter, the greater the suction that is applied. For maximum deflation a 50 ml syringe is recommended. ¿ simultaneously withdraw the balloon catheter and guidewire from the guiding catheter/sheath. As the balloon exits the vessel, use a smooth, gentle, steady, counterclockwise motion. If resistance is felt upon removal then the balloon, guidewire and the guiding catheter/sheath should be removed together as a unit under fluoroscopic guidance, particularly if balloon rupture or leakage is known or suspected. This may be accomplished by firmly grasping the balloon catheter and guiding catheter/sheath as a unit and withdrawing both together, using a gentle twisting motion combined with traction. ¿ withdraw the guiding catheter/sheath from the vessel. ¿ apply pressure to the insertion site according to standard practice or hospital protocol for percutaneous vascular procedures. D4(expiry date: 12/2024), g3, h6 (device). H11: h6 (method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an angioplasty procedure, the device allegedly failed to deflate. The procedure was completed using another device. There was no patient contact.